Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There is no indication the alleged product issue caused or contributed to an adverse event. The device was returned to the manufacturer and investigation completed on 19-jul-2018. On investigation, the pump powered on with a functioning display screen. Investigation did not duplicate the complaint. It was noted during the investigation, however, that the display screen was dim and discolored. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.